Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had high impedances. The patient underwent a leads replacement procedure. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-2317-50, sn: (B)(6). The returned lead was analyzed a visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the allegation of high impedances has been confirmed.

Event description:
It was reported that the patient had high impedances. The patient underwent a leads replacement procedure. The patient was doing well post-operatively.